Event description:
Customer contacted adc in 2009 and reported that due to a delivery delay, he was unable to check his blood glucose and experienced hypoglycemic symptoms and "diabetic shock". Paramedics were called and transported him to a local hospital. He was diagnosed with hypoglycemia and treated with an IV (solution unk) and given sugar as he was "not responding to oral meds". Customer contacted adc the next day, and stated he had received an adc meter reading of 22 mg/dl which was compared to a hcp meter reading of 40 mg/dl which was inconsistent with his previous report of not being able to test. Several attempts were made to contact customer again to clarify if there was adc product issue or a delivery delay related to the medical event. Also unable to clarify the meter readings and how they related to the reported medical event. The readings comparison reported was not a valid method. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.